Event description:
Note: the date of the event is unk. A percuflex urinary diversion was going to be used for a procedure. According to the complainant, during unpacking, it was noted that the sterile packaging was not sealed. There were no pt complications reported with this event.

Manufacturer narrative:
The product has been returned, but a device evaluation has not yet been performed, therefore, a failure analysis could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant info, a supplemental medwatch report will be filed.